Event description:
--

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, the device case was opened and internal visual inspection noted no irregularities. An external power source was connected to the device and internal measurements noted a high current drain. Further detailed testing isolated the problem to a degraded tantalum capacitor that prematurely depleted the battery. Laboratory analysis was able to confirm the reported allegation of early battery depletion.

Event description:
Boston scientific received information that during a routine follow-up interrogation, this device exhibited its explant indicator. The physician scheduled replacement and stated the explant appeared early based on the implanted duration and no pacer dependency. No adverse patient effects were reported. Subsequently, the device was explanted and is intended to be returned for a post-market analysis.

Manufacturer narrative:
(B)(4). Following return and completion of laboratory analysis, this event will be further updated.